Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6342639; medical device expiration date: 2018-04-30; device manufacture date: 2016-12-07.

Event description:
It was reported that bd vacutainer® lithium heparin (lh) 37 usp units blood collection tubes were not drawing over 2ml.